Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2022-14175. It was reported that the patient was experiencing ineffective therapy due to lead migration. The issue was confirmed via imaging. It was noted that the patient had a fall and both leads had high impedances. As a result, the leads were explanted and replaced. Effective therapy was established post-operatively.